Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that an istent patient presented on day one post operation with elevated iop. The cataract surgery and istent implant was uneventful on (B)(6) 2014. The patient was placed on medications on (B)(6) 2016 to treat the elevated iop. On (B)(6) 2015 the patient returned with elevated iop and underwent selective laser trabeculoplasty. The adverse event was reported to have resolved.